Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported in an article that a patient underwent a gastric bypass procedure on an unknown date and an absorbable hemostat was used along with peri-strips. The patient experienced a hemorrhage. No additional information was provided.